Event description:
Patient called complaining of pain. When sitting there is no pain. Patient exercises often and is in good shape. When trying to ride a bike or elyptical machine, patient experiences quite a bit of pain and discomfort. Patient normally takes advil when discomfort begins. When trying to bend leg, audible noise, such as clicking occurs. Never had any swelling or drainage, but very sore all the time.

Manufacturer narrative:
Device remains implanted and is not available for evaluation. Additional information has been requested.